Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was explanted and replaced. It was alleged the device had depleted prematurely. The patient required an invasive procedure two years earlier than expected. No further adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated once additional information becomes available.

Event description:
--